Manufacturer narrative:
This follow-up is being submitted to relay additional information. According to taber¿s medical dictionary ¿ manipulation of a joint is a mobilization technique, sometimes involving a rapid thrust or stretching of a joint, with or without anesthesia. With anesthesia is (mua). Per clinical orthopedics and related research (how to treat the stiff total knee arthroplasty? A systematic review), mua is used to treat and resolve arthrofibrosis (scar tissue). This procedure is performed to increase articular motion and reduce chronic pain from arthrofibrosis. The indication for manipulation under anesthesia is related to limited range of motion and stiffness due to adhesions/scar tissue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up is being submitted to relay additional information.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated report: 3007963827-2021-00185, and 0002648920-2021-00242. Concomitant medical products: articular surface medial congruent (mc) left; item# 42512100910, lot# 64884485. All-poly patella cemented 29 mm diameter; item# 42540200029, lot# 64621799. Tibia cemented 5 degree stemmed left size g; item# 42532007901, lot# 64830516. Foreign country: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent a manipulation under anesthesia approximately one and half month¿s post implantation due to due to stiffness. Following the manipulation at the three month follow up, the patient had full range of motion, no pain, and was very satisfied. Attempts to obtain additional information have been made; however, no more information is available at this time.